Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2013-21147, 21148. It was reported the pt experienced a sudden onset of hip pain where the ipg was located. The pt is wheelchair bound, and the physician determined the pain was caused due to the ipg rubbing on the chair. Subsequently, the pt underwent surgical intervention on (B)(6) 2013, to relocate the ipg site which resolved the issue. It was also reported on (B)(6) 2013, the pt noticed the incision site had opened and was draining. The pt was admitted to the emergency room due to the nature of the discharge. The pt received intra-venous antibiotics. Subsequently, the entire scs system was explanted due to localized infection around the ipg and scs extensions. Additionally, it was reported the pt was told she had a (B)(6) infection. Follow-up identified the pt's infection has resolved.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.